Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's infusion set kept bending at the needle. The customer subsequently experienced high blood glucose levels. The customer's blood glucose was 340 mg/dl. Troubleshooting was done. The customer stated that she did not feel well and that she had treated herself with a manual injection. Assisted customer in running a manual prime, and the customer stated that the insulin did exit the tubing. The customer also received no delivery alarms and had bent cannulas. The customer was unable to troubleshoot for the no delivery alarm at the time of the call. Advised customer to monitor the insulin pump and blood glucose levels and to call back in order to continue troubleshooting. Advised that replacement infusion sets would be sent. Nothing further reported.